Event description:
With use of surefire scorpion needle the tip broke off and the decision was made by the surgeon to let it remain in supraspinatus tendon right shoulder because attempts to remove it would probably cause more damage.